Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and nosocomial infection in origin. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. (Ref 1) it is noted that surgical intervention or revision along with infection is a known risk in any total joint surgery and may result in revision.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2016, a (B)(6) y/o, female patient with a bmi of 26.5, underwent implantation of a insert tib 2 9mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2019, approximately 41 months post implant, the patient underwent revision due to infection.